Manufacturer narrative:
The pump was received for investigation. Visual and functional checks were performed. Upon visual inspection, both seals were found intact. The top case was found cracked/chipped by the front left bottom corner, and the bottom case was cracked by the l bracket pole clamp. A review of the event history identified the primary audible alarm post several times. Functional testing of the pump was done by using the power up test and infusion/occlusion test. Testing was unable to duplicate the reported problem. No root cause could be determined as the reported problem could not be confirmed. Device history record (DHR) review was performed, and there were no issues related to the user's reported problem. A corrective and preventive action was opened to further investigation this problem of primary audible alarm post issue. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a system failure primary audible alarm post. No patient injury was reported.